Manufacturer narrative:
Concomitant medical products: d364trg, crt-d, implanted: (B)(6) 2013. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the impedance warning had triggered due to high defibrillation impedance. Unstable impedances were noted. A revision procedure was attempted; however, it was not successful due to the patient's anatomy. The epicardial defibrillation patch was reprogrammed and remains in use. It was further reported that an alert triggered due to high pacing impedance on one of the epicardial leads. The epicardial lead had oversensing, noise, and a possible fracture. The epicardial lead remains in use. It was additionally reported that an alert triggered due to high pacing impedance on a second epicardial lead. The epicardial lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the left ventricular pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.